Event description:
The system 7 dual trigger rotary was sent for svc and during failure analysis it was noted that there were metal shavings inside of the front end of the device. There was no pt involvement, and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.